Event description:
It was reported that the lead was attempted and not implanted due to placement difficulty, as the helix was unable to move. A different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.